Manufacturer narrative:
Additional information received on 10 may 2017 and includes: the patient was a fit gentleman. His bmi was within normal limits.

Manufacturer narrative:
On 28 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: radiographic images show the presence of a loosened insert fixation screw occurred 2 years and 4 months after primary surgery. Immediate removal is strongly recommended. Polyethylene insert was exchanged and shows signs of wear. This event may be caused by insufficient tightening torque but the real cause can't be determined. On 28 april 2017 the r&d project manager performed a preliminary investigation based on the available pictures and commented as follows: radiographic images show the presence of a loosened insert fixation screw occurred 2 years and 4 months after primary surgery. Polyethylene insert was exchanged and shows signs of wear. The most-likely cause for self-unscrewing of the screw, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. Batch review performed on 02 may 2017. Lot 144281: (B)(4) items manufactured and released on 04 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 05 may 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: during visual inspection of the explanted screw, signs of deformation can be observed; once the screw spills out from its seat, it was most-likely interposed between the articular surface of the femoral component and the tibial insert. Tibial insert has been replaced without using fixation screw. Mechanical tests performed in the past lead us to state that no negative consequences should be expected for the insert fixation in absence of the safety screw.

Event description:
Revision surgery performed due to unscrewing of the inlay locking screw.